Manufacturer narrative:
The complaint sample was not returned for evaluation and the lot number is unknown.

Event description:
The consumer indicated that the product did not neutralize properly as consumer stated the lens case is "consumed" with about 100ml of the liquid still left in the bottle. No symptoms were reported. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization.